Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for material number 305107 and lot number 0139843. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, thirteen photos were received for evaluation by our quality team. The photos show case box and shelf boxes. One shelf box is torn and another one has a label printing issue. From the photos is appears that the shelf box experienced excessive compression force. It could be possible that a jam occurred during the packaging process that was not noticed by the operator. The shelf box with the printing issue could have happened if the printer had an adjustment error. There are quality controls currently in place to detect these type of defects during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported conditions will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: 13 photos were provided. They show: a case box, shelf boxes. One shelf is torn and another one has the shelf box label printing issue. From the photos it looks like the shelf box experienced excessive compression force. A review of the applicable fmea/eura (B)(4) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: from the photos it looks like they experienced excessive compression force. It could have happened that a jam occurred at packaging and not noticed by the operator; and the shelf box printing issue could have happened that the printer had an adjustment problem. Rationale: based on the investigation and photo sample provided the symptom reported by the customer is confirmed. We will continue monitoring this lot and this symptom.

Event description:
It was reported that 10 bd precisionglide¿ needle box labels were unclear before use. The following information was provided by the initial reporter: "box was tear and label print not clear."